Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the gum proxabrush traveler cylindrical brush and the wire started breaking.